Event description:
It was reported that since implant the patient had been in the emergency room (ER) and had the device adjusted multiple times. At one point the patient had vomiting for three straight days and was in the hospital for five days. The patient was having more problems with vomiting and nausea. The patient went back to her doctor, after the hospital stay in the summer, and they adjusted it. The patient¿s doctor wanted her to eat six meals, but she did not have much of an appetite. The patient thought that it had helped her symptoms ¿about 50%¿ since implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient was not getting symptom relief and their doctor was planning on removing the device and doing a gastric sleeve procedure. The patient's status at the time of report was reported as alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Analysis was conducted and there were no significant anomalies found. If information is provided in the future, a supplemental report will be issued.